Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle with the procedural sheath pulled back against the shuttle. The advancer tube was found inside the shuttle cartridge which indicated an incomplete engagement of the advancer tube. The sealant was separated from the device soaked in blood. The shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and introducer sheath were inspected for anomalies that may have obstructed the device path during the deployment. No anomalies were observed, however, blood was present near the proximal end of the advancer tube, which is indicative that blood was being forced into the proximal end of the shuttle. In addition, the introducer sheath stopcock was closed as received. However, it is unknown if the closed introducer sheath stopcock occurred during the procedure or during subsequent handling. Based on the provided information and the investigation performed, the reported failure to deploy might have been caused by the sealant swelling up and increasing the sealant profile causing the sealant to wedge between the shuttle cartridge and the procedural sheath. High tension applied to the balloon catheter during the shuttle deployment step can result in a tight seal at the tip of the procedural sheath and as the device is advanced, blood can be trapped inside the procedural sheath causing the sealant to hydrate prematurely, leading to resistance during engagement. The review of the lhr (lot f1509602) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: after shuttling the sealant down and removing the procedural sheath, the white advancer tube appeared to be advanced well forward and the sealant was still wrapped on the catheter. The sealant appeared to have not been delivered to the artery. The balloon was deflated, the device removed and manual pressure was held for 30 minutes or less. The patient was not hospitalized. In doctor's opinion, was event caused by the mynx device/mynx procedure. Additional information: the user shuttled down completely. There was no significant resistance when shuttling down. Unusual force was not applied when retracting the procedural sheath. Procedure type: diagnostic peripheral vessel size: 6 mm sheath size: 5f stick location: medium.